Event description:
It was reported that the patient's blood glucose level rose to 396 mg/dl, 22 mmol/l when wearing the pod between 24 and 36 hours. The patient¿s symptoms included nausea, confusion, fatigue and vomiting. The patient¿s mother reported that it appeared that the cannula did not go into the daughter¿s skin properly, there was a mark where the needle entered at some point. The patient did not receive insulin for approximately 14 to 15 hours, which caused diabetic ketoacidosis (dka). As a result, the patient was brought to the emergency room on (B)(6) 2025, at 12:00pm where they remained for 7 hours. The hospital diagnosed the patient with dka, and the patient had 3.7 ketones. The hospital performed blood tests, and the patient was given fluids. There were no other details provided related to treatment.

Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to confirm or determine the root cause for the reported issue of not sure cannula was properly inserted. Lot release records were reviewed and the product lot met all acceptance criteria. Locked down smartphone: not available. Omnipod software app version: not available. Operating system: not available. Hardware: not available. Cgm sensor type: not available. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.